Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis confirmed that it was difficult to insert the test leads into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product.

Event description:
It was reported that during the implant procedure, the leads could not be inserted into the connector ports of the pulse generator. The device was not used and a new device was implanted. No patient symptoms were reported.